Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had high blood glucose levels and paramedics were called out. The customer was taken to the hospital for diabetic ketoacidosis. The customer's sister stated that the pump erased all of his settings.